Event description:
It was reported that a gradual decrease in hearing performance had been noticed by the pt since (B)(6) 2012. A history of a head trauma was denied and problems of external device were excluded. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as follow-up report.